Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The device was confirmed to turn on intermittently without user input caused by a failed upped hook switch.

Event description:
It was reported that a pump intermittently turns on without user input.